Event description:
The customer reported that the 7900 system displayed a generator error message and would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The x-ray tube was replaced and calibrated. The system was tested and is operating as intended.